Event description:
Additional information was received from patient. It was reported that the charging device wasn't working. Replacement device resolved the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the cause that led to the "patient couldn't feel stimulation" issues, was not being able to charge the implant. This issue got resolved with a replacement recharger.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient stated the charging device is going haywire. Patient said sometimes it will charge and sometimes it won't charge. Patient also said sometimes the controller will throw up different codes and say to check the charger and everything else. Patient mentioned sometimes the implanted neurostimulator will charge up to 30% and that's it. Agent asked what the codes were and patient said they don't know what it does. Patient then said sometimes they will feel it when they turn it on and after a few seconds it will go away and they doesn't feel it no more but yet it is discharging. Patient tried resetting controller and that did work for a few minutes and then it quit and said battery low and the charger needs charging even though the controller is fully charged. Pt states the black box gets really hot. Patient confirmed no damage to recharger. Patient was charging during the call and said it takes a long time to find the device and it takes time to connect to the implant. Agent advised to try and charge and patient was seeing looking for device and looking for the recharging de vice. Patient stated they has not charged in about a week and a half. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.